Manufacturer narrative:
H11: please note this MDR was originally submitted in error as a serious injury. B1 and h1 were corrected to reflect malfunction as the incident details reported insufficient information.

Event description:
No additional information received. Please see h10 / h11.

Manufacturer narrative:
A search for non-conformances associated with the devices' part/lot number combination could not be performed as the lot and part numbers are unknown. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization treatment for a splenic artery rupture. The coil detached unsuccessfully. Upon withdraw, the coil unraveled, and access was lost. The coil was removed from the aorta. This is not the first time this has happened. This report captures the unknown previous case where the same incident occurred, as reported above. The reporter informed the manufacturer that no further details regarding the previously unreported case will be made available.